Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), pharmacological therapies that quickly increase hemoglobin levels, the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post- procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at greater than 250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause was unable to be determined at this time, the event may be due to the mechanisms described above. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause was unable to be determined at this time, the event may be due to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of these adverse events are not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field specialist, approximately 6 years and 1 month post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the valve presented with hypoattenuated leaflet thickening (halt)/thrombus and elevated gradients. The patient is planned for a valve-in-valve procedure. Subsequently, additional information was provided along with medical records. The patient was worked up and suspected to have infective endocarditis. The patient was presenting with fever and malaise. An echocardiogram was performed which suggested there was endocarditis and treatment for infection was initiated. Approximately 6 years and 20 days post tavr procedure with the 23 mm sapien 3 valve, a transesophageal echocardiogram (tee) was performed revealing severe aortic stenosis (as) with thrombosis, densities and paravalvular leak (pvl). The patient has been scheduled for a tavr explant with a surgical aortic valve replacement (savr) and possible coronary artery bypass grafting (CABG).

Event description:
As reported by the field specialist, approximately six (B)(6) post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the valve presented with hypoattenuated leaflet thickening (halt)/thrombus and elevated gradients. The patient was planned for a valve-in-valve procedure. Subsequently, additional information was provided along with medical records. The patient was worked up and suspected to have infective endocarditis. The patient was presenting with fever and malaise. An echocardiogram was performed which suggested there was endocarditis and treatment for infection was initiated. Approximately six (6) years and twenty (20) days post tavr procedure with the 23 mm sapien 3 valve, a transesophageal echocardiogram (tee) was performed revealing severe aortic stenosis (as) with thrombosis, densities and paravalvular leak (pvl). The patient has been scheduled for a tavr explant with a surgical aortic valve replacement (savr) and possible coronary artery bypass grafting (CABG). Subsequently, additional information was received from edwards implant patient registry (ipr). Approximately (B)(6) post tavr procedure with the 23 mm sapien 3 valve, the valve was explanted and replaced with a 21 mm surgical valve.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information received. The following sections of this report have been corrected/updated: b5 (describe event or problem) and h6 (investigation findings).